Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' An impl tapered scr-v sbm 4. 7mm 4.5mm 8mm was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage with bone/debris, crown attached and a fracture at the collar. The reported device location was 26 (fdi) and was used for approximately 9 years. Device history record (dhr9 review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Unique identifier (UDI) number unknown / not provided. Premarket identification k011028 and k013227.

Event description:
Doctor reported the implant in tooth location #26 fractured and was removed.